Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, watertightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction reported by the customer: due to damage on plug unit, the displayed image was flickering. Due to poor water-tightness of the cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a loose contact at the plug, the issue ocurred during inspection for use before patient room. There were no reports of patient involvement.